Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). Controls were within range on the day of the event. Upon review of the alarm trace from (B)(6) 2023 and (B)(6) 2023, sample pipetting error messages were observed. Sample centrifugation time was shorter than recommended by the tube manufacturer. The investigation is ongoing. Medwatch field e1. Facility name was provided as "eastern district of shandong provincial hospital eastern district of shandong provincial hospital".

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs stat on a cobas e411 disk. The sample initially resulted in a troponin t value of 29.45 pg/ml with a data flag. The sample was repeated twice on (B)(6), resulting in troponin t values of 3.22 pg/ml and less than 3.00 pg/ml with a data flag. A second sample collected from the patient on (B)(6) 2023 resulted in a troponin t value of less than 3.00 pg/ml with a data flag.

Manufacturer narrative:
Controls recovered within range on the day of sample measurement. A general reagent problem can be excluded because isolated non-reproducible results do not represent a general malfunction of the assay. The sample centrifugation time was shorter than recommended by the tube manufacturer. The alarm traces from (B)(6) 2023 and (B)(6)2023 showed sample pipetting errors. Instrument performance testing showed a relatively high measuring cell carryover. The investigation could not identify a product problem. The issue is consistent with incorrect pre-analytic sample handling.